Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the option-lok male adapter of the tubing set was connected to the patient's IV access site. At this time, the customer contact reported that the option-lok male adapter was difficult to connect and secure to the patient's IV access site. After an unspecified length of time, the customer contact reported that the option-lok male adapter disconnected from the patient's IV access site and an unspecified volume of solution leaked. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.